Event description:
Patient was implanted with prometra ii flowonix pump (B)(6) 2017. The pump was placed in the left rear flank and was in approved location. The pump was refilled multiple times until noticed in (B)(6) 2020 that there was an erosion directly above the protruding nipple of the refill port. Unlike other devices on the market (mdt synchromed ii) the refill port is elevated above the plane of the device. This produces contact on the overlying dermal layers and could cause this failure and complication in other patients. Now, due to covid 19, we are reluctant to go to hospital to replace or remove. Managing with oral antibiotics and reducing dose. FDA safety report ID#: (B)(4).